Event description:
An ophthalmologist reported that following cataract surgery with intraocular lens (iol) implantation, the patient had unexpected outcome. The lens was replaced with a monofocal toric lens. The patient's symptoms were resolved after an additional week of observation.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following cataract surgery with intraocular lens (iol) implantation, the patient had unexpected outcome. The patient's symptoms were resolved after an additional week of observation.

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a serious injury as there was no secondary explant and the issue resolved a week after implantation. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).